Manufacturer narrative:
Approximate age of device ¿ 3 years and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted on (B)(6) 2016 with low flow alarms and complaints of dizziness and lightheadedness. The patient was placed on milrinone and showed improvement. A computed tomography (CT) scan and echocardiogram were performed and revealed outflow graft thrombosis. The pump speed was increased, resolving the low flow alarms. It was reported that on (B)(6) 2016 the low flow alarms reoccurred. On (B)(6) 2016 the patient underwent a pump exchange. No further information was provided.

Manufacturer narrative:
The report of low flow alarms was confirmed based on the evaluation of the submitted log file; however, the report of suspected outflow thrombosis could not be confirmed based on the evaluation of the returned device. A specific cause for the low flow alarms and a correlation to the evaluation of the device could not be determined. The device was returned with the percutaneous lead (lead) cut less than 1 inch from the pump housing and the severed portion of the lead was not returned. The sealed outflow graft was returned unattached from the outflow elbow. The outflow graft bend relief was not returned. The lumen of the outflow graft revealed no depositions. The outflow elbow was returned attached to the pump outlet port. The lumen of the outflow elbow revealed no depositions. Upon disassembly of the returned device, examination of the pump blood-contacting surfaces revealed no depositions. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the clinical representative on 06/30/2016 stating that according to the hospital personnel, the patient's inr as an outpatient was 1.6 to 3.2 the month prior to admission and inr was 2.3 at the time of admission to the emergency department with low flow alarms on (B)(6) 2016. It was also stated that the patient does not have any history of coagulopathy issues.